Event description:
Pre-treatmenttemperature 97.3 degrees f. Maaximum temp. 101.9 degrees ftwo hrs and twenty minutes into the treatment the pt complained of chills and was shag. Dr notified. Pt already on antibotics. Had blood culture drawn at hospital 11-12- results negative--?pneumonia- the pt was given tylenol and sent home. He has been back at the facility for his treatments.